Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 573mg/dl. The customer had no symptoms just extreme thirst and treated with treated with 22 units through the pump using her bolus feature. Customer's blood glucose value was 506mg/dl at the time of the incident. Customer reported that the high blood glucose levels. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to monitor the pump. The product was not returned for analysis.